Event description:
A customer reported via phone call indicating that they experienced high blood glucose level of over 500 mg/dl. The customer was treated for the high blood glucose with a manual injection. The customer declined to check the settings on the insulin pump and declined to check for air bubbles. The customer was assisted with a high pressure test and the insulin pump passed. The customer was advised to speak with their health care provider to find out what caused the unexplained high blood glucose. The customer did not return the product back for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.